Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2366-50 serial#: (B)(4) description: linear 3-6 lead, 50cm.

Event description:
A report was received that the patient was experiencing a feeling of extreme vibration in the entire body with the system turned on. It was also mentioned that the patient felt vibrations in her chest while lying down even with the scs turned off. The patient will undergo an scs explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing a feeling of extreme vibration in the entire body with the system turned on. It was also mentioned that the patient felt vibrations in her chest while lying down even with the scs turned off. The patient will undergo an scs explant procedure.